Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer complained of questionable gluc3 glucose hk gen.3 results for 1 patient tested on two cobas 6000 c (501) modules. This medwatch will cover the analyzer b (unknown serial number). Refer to the medwatch with patient identifier (B)(6) for information on analyzer a ((B)(4)). The customer tested the same patient sample multiple times with the following results: (B)(6). The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The gluc3 reagent lot was 371182 with an expiration date of 31-dec-2019. Based on the calibration and qc data a general reagent problem can be excluded. The patient sample appeared turbid. Precision testing was performed and based on those results the sample pipetting precision, the ultrasonic mixer functionality, and the cell rinse functionality all appeared acceptable. The investigation determined that the reaction kinetics were inconspicuous. The investigation did not identify a product problem. The cause of the event could not be determined.